Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip (polymer tip) was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was loaded with a radiographic tube and in order to view the image of the pancreatic duct, the physician pushed and pulled the radiographic tube. The guidewire was placed and cannulation was performed. During cannulation, the physician noticed that the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The physician immediately stopped using the guidewire. Reportedly, there was no resistance noted while manipulating the guidewire. The physician felt that the detached tip will pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event however, the patient was monitored. The patient's condition was reported to be "no problem".

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was loaded with a radiographic tube and in order to view the image of the pancreatic duct, the physician pushed and pulled the radiographic tube. The guidewire was placed and cannulation was performed. During cannulation, the physician noticed that the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The physician immediately stopped using the guidewire. Reportedly, there was no resistance noted while manipulating the guidewire. The physician felt that the detached tip will pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event however, the patient was monitored. The patient's condition was reported to be "no problem."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.